Event description:
It was reported that pump displayed altitude alarm and customer had experienced similar issue with same pump in past month despite following precautions and regularly cleaning speaker area. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump under warranty, confirmed shipping details, provided instructions for putting pump into storage mode and returning it within specified time frame, and advised customer to program pump settings and reconnect continuous glucose monitor on replacement device.